Manufacturer narrative:
One device was received in used condition without the original packaging. Foreign black material was detected in the tracheal tube during visual inspection confirming the complaint. Further analysis of the foreign material was performed to determine what type of contamination was present in the device. The analysis indicated that the foreign material had many similarities to poly (vinyl propionate). A suspected root cause was attributed to environmental sanitation frequency was inadequate from manufacturing. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. Awareness was made to all operations personnel and the manufacturer will continue monitoring this failure condition in this product for threshold or escalation.

Event description:
It was reported during the pre-use check, a black foreign substance was found on the cuff. No report patient involvement. No additional information is available for this complaint.

Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.